Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing and pressure testing were performed on the device with no issues related to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link IV connector was found to have a leak. This was noticed during infusion. As the one-link valve was being flushed, blood came pouring out of the valve. The nurse clamped the line immediately and replaced the device with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.